Event description:
Following pump system implant surgery, the patient experienced a headache that began the evening of (B)(6) 2010. The headache occurred when the patient sat up. No testing or interventions were required due to this symptom. Per the hcp (healthcare provider), the patient suffered a post dural puncture headache and csf (cerebrospinal fluid) leak. The headache resolved spontaneously after 4 days. The pump delivered baclofen, it was unclear if the baclofen was lioresal or compounded. The pump dose was increased (B)(6) 2010. Following the dose increase, the patient experienced lightheadedness and lethargy. On (B)(6) 2010, a cap (catheter access port) procedure was performed. The reason for the cap procedure was unclear. It was noted the hcp was "unable to draw back catheter." The result of the cap procedure was reported "intact catheter." Following the cap procedure, the patient felt lightheaded. The symptom was due to the pump medication. It was unclear if the patient experienced a baclofen bolus. It was reported, the patient's outcome was "excellent" and the patient continued with physical therapy. It was also reported, the drug delivery therapy was effective but the patient was dissatisfied regarding the progress of her right lower extremity.

Manufacturer narrative:
(B)(4).